Event description:
It was reported that the right ventricular (rv) lead was exhibiting short interval counts (sic), noise, high thresholds, loss of capture and a sudden rise in impedance. The patient had presented after an alert was triggered. Detections were disabled and the lead remains in use. It was further reported that the left ventricular (lv) lead, which had been implanted after the use-by-date, exhibited a slightly high threshold. The lv lead also remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis also indicated the criteria for the right ventricular lead integrity alert (lia) were met and oversensing due to non-physiologic signals/sic (sensing integrity counter). Six hundred twenty four (624) lifetime ventricular sic have been recorded beginning (B)(6) 2014. A lia triggered on (B)(6) 2014 due to meeting the requirements for non-sustained episodes and ventricular sic. There are 14 non-sustained events of less than 220 ms cycle length recorded on (B)(6) 2014. Rv pacing impedance rose from 494 ohms on (B)(6) 2014 to greater than 1000 ohms on (B)(6) 2014.

Event description:
It was later reported that the rv lead was explanted and replaced. Post-operative non-capture was observed on the lv lead. There was no intervention and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4194 implantable pacing lead (B)(6) 2008; 5568 implantable pacing lead (B)(6) 2008. (B)(4).